Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A clinic manager reported that after an intraocular lens (iol) was implanted, the patient experienced blurred vision and halos. The lens was exchanged for a different model lens two months after initial implantation. Additional information was requested.